Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that in the carelink pro report it appeared that the insulin pump reset itself every day and every hour for the last two weeks. The settings were completely wiped off every morning. The insulin pump alarmed failed batter test and battery out limit. She took the battery out for a month because of insurance issues. The scratches on the screen made it hard to read. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.